Manufacturer narrative:
Sorin group USA has requested that the product be returned for eval. No product has been received to date. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group USA received a report that a piece of debris was noted in the endoscopic channel. The debris was removed and discarded. The clinician continued to use the instruments for the vein harvesting procedure. There were no pt complications due to the incident.